Event description:
It was reported that the ilet charging pad failed to charge the pump as evidenced by the charging indicator light not illuminating and the pump not displaying a charging status, despite correct placement, removal of the clip, trying multiple outlets, and verifying proper cord connections; the device battery was at 85 percent and a replacement charger was arranged. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention and no impact to therapy beyond the need for replacement charging equipment. Investigation included troubleshooting with the user and education on proper charging technique. Investigation of this case revealed a suspected charger malfunction consistent with a failure of the external charger component. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.